Event description:
During an acl reconstruction, the screw broke into pieces. All parts were retrieved. Reported that the procedure was completed with other device. There was approximately a 5 minute delay and no reported injury. Doctor didn't use a drill or punch, just tap.

Manufacturer narrative:
Mechanical lot release test results of lot s0002190 were in the normal, acceptable level. Screw has broke from the tip to head, all the way through the screw. The tip of the screw is ruined. It seems like insertion hole hasn't been large enough which has caused an excessive friction and thus, screw breakage. In the IFU of the matryx femoral screw it is stated that femoral tunnel should be prepared in the normal fashion and that the opening of the femoral tunnel should be dilated with a cannulated dilator and then tapped using the 7.3 mm matryx interference screwtap. Based on the information we have received concerning this case, it seems that surgical technique hasn't strictly followed the instructions, which may have caused the breakage of the screw.